Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with device curvature, and the physician suspected an aneurysm. Upon surgical evaluation, an aneurysm of the left internal cylinder was confirmed, while the outer cylinder remained intact. A surgical procedure was performed in which the cylinders and pump were removed and replaced. There were no patient complications reported.